Manufacturer narrative:
According to sophysa in-house process, the probe 15c00242 has been analyzed and tested by the quality control laboratory. The probe returned seems to be conformed to specifications. A fold appears on the tubing. Once connected to the monitor, it asks for zero procedure. Then, no error code was displayed. The first catheter display is compliant (-1mmhg). There is no error linked to the returned probe. Zero procedure has not been done by the user.

Event description:
After 36 hours of implantation, error code 999 appeared.